Event description:
Late last year, the pt was implanted with a percutaneous lead placed supra-orbital. The exact implant date is unk. The physician did not use an anchor when implanting the lead, and instead sutured directly onto the lead. On (B)(6) 2010, it was reported that the pt lost stimulation. The clinical specialist met with the pt and observed invalid impedances on all contacts. On (B)(6) 2010, the physician revised the pt's lead. The physician again sutured directly onto the new lead and forewent the use of an anchor. The pt currently receives satisfactory stimulation with the new lead. Please note that in the product's directions for use, the following warning is given, "sutures placed directly on the lead without an anchor can cause permanent damage to the insulation and eventual failure of the lead."

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.